Event description:
End user reports red weeping skin under mass for several months. Kenalog spray was prescribed by her physician which has helped some per the information provided. End user states currently using stomahesive powder and cavalon wipes to crust the area, however will try karaya powder instead as well as moldable wafers to try.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.